Manufacturer narrative:
The crej2 reagent lot number was 81372501 with an expiration date of 30-apr-2026. The calibration was last performed on 17-jan-2025 and 18-jan-2025 and it was acceptable. Qc was in ranges prior to the event. The alarm trace did not show any abnormality. The field service engineer found that the cause was due to a clotted sample probe. He removed the clot and verified that the instrument was performing within specifications. The customer performed qc and it was acceptable. The service actions (removing the clot from the sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with creatinine jaffé gen.2 (crej2) assay on a cobas 8000 cobas c701 module when compared to a different cobas 8000 cobas c701 module. Sample 1: initial result: 0.23 mg/dl. Repeat result: 1.39 mg/dl (tested on another c701). Sample 2: initial result: 0.95 mg/dl. Repeat result: 2.25 mg/dl (tested on another c701). Sample 3: initial result: 0.6 mg/dl. Repeat result: 1.82 mg/dl (tested on another c701). Sample 4: initial result: 0.5 mg/dl. Repeat result: 1.77 mg/dl (tested on another c701). Sample 5: initial result: 0.23 mg/dl. Repeat result: 1.4 mg/dl (tested on another c701). Sample 6: initial result: 0.18 mg/dl. Repeat result: 1.32 mg/dl (tested on another c701). Sample 7: initial result: 0.28 mg/dl. Repeat result: 1.47 mg/dl (tested on another c701). The results with creaj2 values of <0.17 mg/dl were held in the system while the results with creaj2 values of >0.17 mg/dl were auto-released. After seeing the held results and the provider questioning one of the initial results, the customer noticed the auto-released results and repeated the samples. The repeat results were correct. Reportedly, an amended report with the correct results was issued.